Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was cracked and/or shattered. It was also reported that the pump would not turn on. There was no reported impact to the customer's blood glucose levels. Although multiple attempts were made by tandem technical support to complete troubleshooting with the customer, no additional information was provided on the reported event.